Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g4-510k: this report is for an unknown 1/3 tubular plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: becerra, e., castro, m., & ruiz-riquelme, p. (2023), results of prophylactic simple fasciocutaneous advancement in the initial management of acute ankle fractures with high risk of operative wound complication, european foot and ankle society xx.xx, pages 1-7 (chile). The objective of the study was to determine the rate of complications of the operative wound in patients with unstable ankle fracture associated with a high risk of wound complication, in whom a prophylactic simple fasciocutaneous advancement was used at the beginning of surgery. Between (B)(6) 2020 and (B)(6) 2022, a total of 42 patients (8 male and 34 female) with a mean age of 69 years with unstable ankle fracture, managed with prophylactic simple fasciocutaneous advancement at the start of traumatological surgery with the use of a 3.5 mm locking one-third tubular plate (depuy synthes). Clinical follow-up and weekly change of dressings were carried out until resolved. The following complications were reported as follows: - 3 patients had superficial surgical wound dehiscence. - 1 patient had osteosynthesis failure at 7 weeks due to unauthorized early weightbearing with no wound complication. This was resolved using tibio-talar arthrodesis. A copy of the literature article is being submitted with this medwatch. This report is for an unk - constructs: 1/3 tubular plate/screws. This is report 1 of 1 for (B)(4).